Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut into two main pieces during explantation. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +20.0d) was explanted from the right eye due to patient dissatisfaction with vision quality. The treating physician notes poor quality of vision may be due to corneal irregularities and pre-existing higher order aberrations present prior to cataract surgery.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).